Event description:
It was reported that air bubbles were observed within an undefined location. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.